Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer is using multiple daily injections (mdi) as a backup therapy while waiting for the replacement pump to arrive.